Event description:
It was reported that pump experienced malfunction alarm labeled malf 12, with no notable events occurring beforehand and no confirmation of fault ID because pump was reset before contacting support. There was no adverse impact to the customer¿s blood glucose level. Customer continued using current pump with plan to rely on alternate method if needed, and technical support arranged replacement pump under warranty, confirmed shipping details and signature requirement, provided instructions for placing old pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor to replacement pump upon receipt.